Event description:
It was reported that two (2) patients within the vitamin e polyethylene bearing group underwent a knee arthroplasty revision to address infection one month post-operatively. The patients underwent a tibial bearing exchange with no further complications. Attempts were made, however, no additional information is available at this time.

Manufacturer narrative:
(B)(4). Ftaita, s., berghe, a. V., thienpont, e. (8 jan 2021). Vitamin e-enriched polyethylene bearings are not inferior to arcom bearings in primary total knee arthroplasty at medium-term follow-up. Archives of orthopaedic and trauma surgery, vol. 141, pages 1027-1033. Https://doi.org/10.1007/s00402-020-03727-6 concomitant devices: unknown vanguard femoral component catalog #: ni lot #: ni, unknown vanguard tibial component catalog #: ni lot #: ni. Correspondence: author. Report source: foreign: (B)(6). The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : insufficient information

Manufacturer narrative:
(B)(4). Ftaita, s., berghe, a. V., thienpont, e. (8 jan 2021). Vitamin e-enriched polyethylene bearings are not inferior to arcom bearings in primary total knee arthroplasty at medium-term follow-up. Archives of orthopaedic and trauma surgery, vol. 141, pages 1027-1033. Https://doi.org/10.1007/s00402-020-03727-6 concomitant devices: unknown vanguard femoral component catalog #: ni lot #: ni, unknown vanguard tibial component catalog #: ni lot #: ni. Correspondence: author. Report source: foreign: (B)(6). The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that two (2) patients within the vitamin e polyethylene bearing group underwent a knee arthroplasty revision to address infection one month post-operatively. The patients underwent a tibial bearing exchange with no further complications. Attempts were made, however, no additional information is available at this time.